Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m150761 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m150761 test base part number 190-430 / lot: m150761. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m150761 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough was unable to determine an assignable root cause as the log files were not provided for investigation. However a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false negative result with the ID now covid-19 assay performed on a throat and nares sample. Although requested, no additional information has been provided at this time.